Event description:
Medtronic received information that prior to the implant a transcatheter bioprosthetic valve a pre-implant aortic balloon valvuloplasty (bav) was performed. During the implant procedure the first valve ((B)(6)) dislodged. Per the physician, the patient¿s anatomy had contributed to the dislodgement related to a type 0 bicuspid valve. As reported, an insufficient implant depth also contributed to the dislodgement. There were no symptoms as result of the dislodgement. Subsequently, an additional transcatheter valve ((B)(6)) was implanted. However, the first valve moved freely within the ascending aorta and could not be fixed. As result, the implant procedure required a surgical thoracotomy during which both transcatheter valves were explanted. A non-medtronic surgical valve was then implanted. Hospitalization/prolonged hospitalization was required as result of this event. The patient was discharged. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: envpro-16-us (lot: 0012138225); product type: delivery catheter system (dcs) product ID envpro-16-us (lot: 0012138225); product type: delivery catheter system (dcs) product ID l-envpro-16-us (lot: 0011993317); product type: compression loading system (cls) product ID evolutpro-26-us (serial: (B)(6)); product type: heart valve; implant date: (B)(6) 2024; explant date: (B)(6) 2024 select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.